Event description:
Complainant states when putting in the cervical plate, the doctor could not get any of the inner screws to engage the outer screws. He then removed and replaced the hardware using less insertion force and the product then performed without issue. There was no aderse pt consequence. The delay to the case was in excess of 30-min, and as a result an MDR is being filed to document this event.